Event description:
Catheter had been used for chemotherapy. It was reported "dysfunctional" and removal was recommended. During removal, catheter discovered to be detached from port with migration into pulmonary artery.